Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had a bent sensor cannula. The customer noticed his blood sugar at 520 mg/dl. The customer treated with the insulin pump and it asked for a calibration. The customer calibrated but kept coming up again asking for calibration. He took the sensor out of the body and noticed it was bent. Declined troubleshooting and was only reporting the issue. The sensor will be returned. The insulin pump will not be returned for analysis.